Manufacturer narrative:
Patient information not provided as site refused to provide patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case that while navigating, the surgeon was working at l2, went to l3 for a screw and then after coming back to l2 part of the scan went black and it looked as if they were navigating in open space. All the instruments showed the same behavior. Another spin was done, and the case continued without issue. It was further reported that the complaint detailing to blacked out images was caused by the movement of the reference frame. The site was unable to see the images because of the movement to which they repositioned the frame take another spin and the images were fine. The site experienced less than 1 hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed and no parts were replaced. The system was working as intended. The software investigation determined that the described behavior if the intended behavior of the software. The blacked out images was caused by the movement of the reference frame. The site was unable to see the images because of the movement to which they re-positioned the frame to take another spin. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case that while navigating, the surgeon was working at l2, went to l3 for a screw and then after coming back to l2 part of the scan went black and it looked as if they were navigating in open space. All the instruments showed the same behavior. Another spin was done, and the case continued without issue. It was further reported that the complaint detailing to blacked out images was caused by the movement of the reference frame. The site was unable to see the images because of the movement to which they repositioned the frame take another spin and the images were fine. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.